Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a gap in the adhesive between the plastic cover and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap in adhesive between the distal end plastic cover issue could not be determined, however, the issue was likely the result of repetitive use stress, external factor and or user handling/mishandling. Olympus will continue to monitor field performance for this device.